Event description:
The evis exera ii ultrasound gastrovideoscope was returned for service with no complaint reported. During evaluation, a gap was found between the acoustic lens and the ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No harm was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
During examination of the device, the following additional issues were identified: the air/water cylinder was discolored; the scope cylinder was discolored; the adhesive on the bending section cover was worn; and the connecting tube's coating was peeling. During functional testing, the device's up/down directional knob could not be locked securely due to a worn lock engagement lever; the bending angles for the up, right and left directions did not meet specifications due to a worn angle wire. The ultrasonic probe was found loose. Additionally, it was noted the device was no longer water tight due to the guide pin in the electrical connector was sheared. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe issue could not be determined, however, the issue was likely the result of wear damage due to physical stress during user handling/mishandling and repetitive use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated: e1, h10. This report is being supplemented to provide corrected initial reporter information.